Event description:
It was reported to ventec that the device unexpectedly rebooted by itself while performing cough therapy on a patient. The respiratory therapist (rt) had to remove the device's external batteries and the device kept rebooting until its internal battery depleted. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient were provided. Ventec has attempted to contact the reporter in order to obtain additional information; however, no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device rebooting by itself was confirmed. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet rubber ring was torn.